Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asfpf080 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported "rn went into pt. Room the pump said "occlusion pt. Side." Rn flushed and drew back from her line and it looked great with no concerns. Thirty minutes later the mother calls rn in and the patient has a big blood stain on her shirt. Rn took a look at the site and the port was leaking from the end right next to the clave site. Rn couldn't flush anything into the port because it would come out right at the site of the leak. Rn could not put heparin into the line before deaccessing her. Rn deaccessed and reaccessed her; flush and drew back just fine. No signs of infiltration or extravagation."

Event description:
It was reported "rn went into pt. Room the pump said "occlusion pt. Side." Rn flushed and drew back from her line and it looked great with no concerns. Thirty minutes later the mother calls rn in and the patient has a big blood stain on her shirt. Rn took a look at the site and the port was leaking from the end right next to the clave site. Rn couldn't flush anything into the port because it would come out right at the site of the leak. Rn could not put heparin into the line before deaccessing her. Rn deaccessed and reaccessed her; flush and drew back just fine. No signs of infiltration or extravagation."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), sample analysis, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause is currently under investigation. The product returned for evaluation was is a 20ga x 0.75in safestep infusion set. The returned product sample was evaluated and the following observations were made: the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event.